Event description:
It was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she lost her uterus and her fallopian tubes at age (B)(6)") and autoimmune disorder ("she is sick day after day since she developed an autoimmune disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient used to have good health condition before the product implantation in her body. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), general physical health deterioration ("she has poor health/ she is sick day after day since she developed an autoimmune disease") and quality of life decreased ("she lost quality of life"). The patient was treated with surgery (hysterosalpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the autoimmune disorder, general physical health deterioration and quality of life decreased had not resolved. The reporter considered autoimmune disorder, general physical health deterioration, medical device removal and quality of life decreased to be related to essure. The reporter commented: the patient referred that she was affected by essure. She lost her work because she could not be at 100% due to her health condition. She lost her uterus and her fallopian tubes at age (B)(6), as well as quality of life, and she had poor health since she developed an autoimmune disease. Her children are also affected seeing her sick day after day. She referred there were more than 1000 affected women. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-jul-2018 for the following meddra pt (excluding this case): medical device removal: 866 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she lost her uterus and her fallopian tubes at age 37") and autoimmune disorder ("she is sick day after day since she developed an autoimmune disease") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient used to have good health condition before the product implantation in her body. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), general physical health deterioration ("she has poor health/ she is sick day after day since she developed an autoimmune disease") and quality of life decreased ("she lost quality of life"). The patient was treated with surgery (hysterosalpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the autoimmune disorder, general physical health deterioration and quality of life decreased had not resolved. The reporter considered autoimmune disorder, general physical health deterioration, medical device removal and quality of life decreased to be related to essure. The reporter commented: the patient referred that she was affected by essure. She lost her work because she could not be at 100% due to her health condition. She lost her uterus and her fallopian tubes at age 37, as well as quality of life, and she had poor health since she developed an autoimmune disease. Her children are also affected seeing her sick day after day. She referred there were more than 1000 affected women. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 13-aug-2018 for the following meddra pt (excluding this case): medical device removal: 921 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.